Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a partial gastrectomy, the jaws did not move. Replaced by new sulu, the device worked fine. No patient harm. Operating time not extended.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. The reload jaws opened and closed properly. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The file was concluded to be tested satisfactorily as the reload was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.